Event description:
Per independent repair center statement the unit was alarming. The key failure was the pilot valve was alarming. Additional malfunctions include the sieve beds had low o2, and the 4 way valve was leaking.